Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation revealed that the patient's atrial leadless pacemaker (LP) exhibited high capture threshold. The LP was explanted and replaced. There were no patient consequences.